Event description:
It was reported that this right ventricular (rv) lead was pulled back 6 weeks post-implant due to twiddling syndrome. This rv lead was surgically repositioned without issues and remains in service. No additional adverse patient effects were reported.